Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on both bipolar yaw pulleys, between the grips. The instrument passed the electrical continuity test in both grips. It had charring and localized melting on both yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument was producing poor energy. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11-sep-2024: there was no thermal damage nor arcing observed during the procedure. The patient did not experience any injury or adverse event during or after the surgery.

Event description:
Refer to h10/h11 for follow-up information.